Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to communicate with an electrode belt.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is complete. The reported problem (monitor does not communicate with a belt) was confirmed. As received, the monitor did not communicate with a belt. Upon investigation, the belt receptacle was snapped from the case, the wire for pin 6 and the black pulse wire were cut, and the guide pins were missing. The cause of the test failure was the damaged belt receptacle. The root cause of the damaged belt receptacle was physical abuse. No adverse event resulted from the defective monitor.